Event description:
It was reported that during a surgical procedure at the user facility, there was a 3 inch spark between the sonopet tip and the user facility's separate external suction device. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.